Event description:
Rptr received breast implants and became ill for many years. Able to work until recently when she became so ill that she was hospitalized twice and diagnosed with dermatomyositis and polymyositis. Rptr has experienced multiple symptoms to include fatigue, rash, muscle weakness, severe pain and fever. She is disabled. (*)